Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure with the same battery that was in use with the device during the reported failure. However, when two batteries were installed into the device, the device functioned normally. Physio replaced the one battery and observed normal device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported failure was found to be a damaged battery.

Event description:
It was reported that during a pt event, the device was charged for a defibrillation shock and during the charging process, the device locked up and didn't complete the charge. The end user then powered the device off and back on to attempt to charge again. Upon charging for another defibrillation shock, the device locked up a second time. Another device was made available to continue pt care. The pt's heart rhythm stabilized and they did not suffer any adverse effect from the reported failure.